Manufacturer narrative:
Additional information due to the delay in surgery.

Event description:
It was reported a delay in surgery since the insert could not be inserted.

Manufacturer narrative:
The associated complaint device was returned for evaluation. [(B)(4)].